Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four months post filter deployment, patient presented for filter retrieval. The lateral view revealed the filter was oriented anteriorly and the knob of the filter abutting the vein wall. There was incorporation of the filter prongs as well in the vein wall. An angled glide wire was inserted and an angioplasty balloon was inserted trying to move the knob away from the vein wall. Multiple attempts were made to manipulate the filter but was unsuccessful. Approximately thirteen years later, CT revealed malpositioned ivc filter with possible missing limbs and there are six long limbs still attached to the filter, one of which penetrated posteriorly into the vertebral body and there was also significant penetration of 2 of the legs posteriorly. There were only four of the six short limbs still attached to the filter. Approximately five months later, MRI ivc revealed infra renal ivc filter which is tip impacted and in the anterior vena caval wall. Subsequent, gi study revealed 2 limbs within the left lung and one limb was definitively identified on the one view chest x-ray. Eventually, one month later, the filter was retrieved using retrieval cone, sheath and goose neck snare. The remaining filter was removed intact without additional limb fracture. Initially, only 1 limb of the fracture was noted in the left long; however, on additional imaging it was felt that there might be a second limb in the right lung. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter limb detachment and retrieval difficulties. However, the investigation is unconfirmed for filter migration as the medical record states the ivc filter was retrieved from the ivc.per medical records, multiple attempts were made to engage the knob of the filter using glide wire, snare and sheath but were unsuccessful due to malpositioned angulated filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4,h6(device: 2907 & 4001) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately twelve years eleven months post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated, and detached. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated, detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful removal procedure. It was further reported that the detached struts retained in left lung and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately twelve years eleven months post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated, and detached. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an attempted but unsuccessful removal procedure. It was further reported that the detached struts retained in left lung and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four months post filter deployment, patient presented for filter retrieval. The lateral view revealed the filter was oriented anteriorly and the knob of the filter abutting the vein wall. There was incorporation of the filter prongs as well in the vein wall. An angled glide wire was inserted and an angioplasty balloon was inserted trying to move the knob away from the vein wall. Multiple attempts were made to manipulate the filter but was unsuccessful. Approximately thirteen years later, CT revealed malpositioned ivc filter with possible missing limbs and there are six long limbs still attached to the filter, one of which penetrated posteriorly into the vertebral body and there was also significant penetration of 2 of the legs posteriorly. There were only four of the six short limbs still attached to the filter. Approximately five months later, MRI ivc revealed infra renal ivc filter which is tip impacted and in the anterior vena caval wall. Subsequent, gi study revealed 2 limbs within the left lung and one limb was definitively identified on the one view chest x-ray. Eventually, one month later, the filter was retrieved using retrieval cone, sheath and goose neck snare. The remaining filter was removed intact without additional limb fracture. Initially, only 1 limb of the fracture was noted in the left long; however, on additional imaging it was felt that there might be a second limb in the right lung. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter limb detachment and retrieval difficulties. However, the investigation is unconfirmed for filter migration as the medical record states the ivc filter was retrieved from the ivc.per medical records, multiple attempts were made to engage the knob of the filter using glide wire, snare and sheath but were unsuccessful due to malpositioned angulated filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907 & 4001).

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that approximately twelve years eleven months post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated, and detached. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated, detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device was removed percutaneously after an unsuccessful attempt but removal procedure was not provided. It was further reported that the fractured struts retained in left lung and the patient reportedly experienced chest pain; however, the current status of the patient is unknown.